Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified as a battery not charging which is a not reportable condition. The cause of the battery not charging was due to corrosion on the battery contacts. Due to the corrosion the device was found unserviceable and was scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module experienced a battery failure. The problem was found upon power up in the telemetry department. There was no patient involvement. No additional information is available.